Event description:
It was reported that the h-1200 was bought last year. It has been used only twice (due to shortage of disposables) and now the overheat alarm is sounding. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.